Event description:
The user received questionable high results for calcium on the integra 400 plus analyzer, serial number (B)(4), since (B)(6) 2010. The event involved 10 patient samples. Four patient samples gave discrepant results. Patient sample 1, the initial calcium result gave 10.8 mg/dl. This result was accompanied by a data flag and was reported outside the laboratory. The sample was repeated yielding a calcium result of 9.2 mg/dl. The repeat calcium result of 9.2 mg/dl was sent as a correction. Patient sample 2, the initial calcium result gave 11.3 mg/dl. This result was accompanied by a data flag and was reported outside the laboratory. The sample was repeated yielding a calcium result of 8.8 mg/dl. The repeat calcium result of 8.8 mg/dl was sent as a correction. Patient sample 3, the initial calcium result gave 11.6 mg/dl. This result was accompanied by a data flag and was reported outside the laboratory. The sample was repeated yielding a calcium result of 8.9 mg/dl. The repeat calcium result of 8.9 mg/dl was sent as a correction. Patient sample 4, on (B)(6) 2010 the initial calcium result gave 8.6 mg/dl. The sample was repeated yielding a calcium result of 9.8 mg/dl. The initial result was not reported outside the laboratory. The repeat calcium result of 9.8 mg/dl was reported outside the laboratory. The user said no patients were affected or treated due to the event. The field service representative did not find a cause. Performance test were run and passed.

Manufacturer narrative:
This medwatch report is for the suspect device used in the advantage system (lot number 551175, expiration date 03/31/2011). (B)(4).

Event description:
Customer reportedly received result of 90 mg/dl on the aviva system and 248 mg/dl on the advantage system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.